Manufacturer narrative:
A device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The site reported an unapproved combination of handpiece, viscoelastic and cartridge during iol implantation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol shot out of the injector causing the leading haptic to break. The broken haptic ruptured the posterior capsule. The lens was removed and another lens was used to complete the surgery. The surgeon reported using an unapproved combination of associated products during the intraocular lens (iol) insertion procedure. The surgeon was unwilling to provide further information.